Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported device was removed from use with patient and clinician was unable to lock needle into the protection device. No adverse health effects to patient reported.